Event description:
The rptr stated that the device's code summary report indicated that a defibrillation shock had not been delivered to a patient even though the device operator stated that the defibrillation shock was delivered based on the skeletal muscle response from the pt when the shock was allegedly delivered. The patient's outcome and details were not released.